Event description:
Pt had intraaortic balloon pump in place. Had gone to nuclear medicine for cardiac scan. Low battery alarm came on while pt was in transit between units. (Pump had been plugged to house power while in nuclear medicine suite) within 2 mins of alarm, battery failed. No adverse event since pt was near intensive care unit and pump was quickly plugged into house power.